Event description:
Edwards received information that a 27mm mitral pericardial valve was explanted after an implant duration of approximately five (5) years and three (3) months due to stenosis. This valve was replaced with a 29mm device. Reportedly, the mitral valve leaflets looked like "leather" and were thickened and no longer pliable. The explanted valve was not available for return as it was discarded. The patient status was noted as being "alive and well" and he had no other comorbidities. The hospital consulting surgeon suspects the early stenosis was due to poor washing by the scrub nurses.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it has been discarded by the hospital. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth, fibrosis or non-calcific degeneration). In this case, the cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the patient, patient history and condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. A statement was made by the consulting surgeon that he suspected the early stenosis was due to poor washing (of the valve) prior to implant. However, the main purpose of the washing process is to avoid the toxicity of the glutaraldehyde, and is not linked to early degeneration of the valve. In this case, the age of the patient (52 at time of implant) was the most likely contributor to the early degeneration of this valve. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.